Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer remained opening with medications exposed. A field service engineer (fse) discovered that the latch assembly in drawer 6 was loose and damaged. The fse replaced the latch housing, tested the unit to ensure proper functionality, and confirmed that the customer successfully inventoried items. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unbale to close the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.